Event description:
Stryker laparoscopic curved needle holder piece, broke off at tip. Piece was retrieved from pt and matched to instrument. No harm to pt. This happened during a laparoscopic myomectomy.